Event description:
This device was returned with oos documentation from biotronik representative veronica caraffa. Per the oos, this system was removed due to infection. Explanted system: lumax 340 dr-t, MDR 1028232-2008-00736, linox sd 65/16, MDR 1028232-2008-00738, setrox s 45, MDR 1028232-2008-00737.